Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found units released for distribution with an unrelated deviation or anomaly. Review of complaint history found no additional issues reported for this item. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial left oxford knee procedure on (B)(6) 2008 and an initial right total knee arthroplasty on (B)(6) 2006 with unknown products. The patient reported left knee pain on (B)(6) 2009 which was resolved on (B)(6) 2009. Pain in the left knee was reported again on (B)(6) 2010 and was resolved on (B)(6) 2010. Anterior pain in the left knee was again reported on (B)(6) 2012. This event is still under review and no resolution has been reported. No revision has been reported.